Event description:
Device malfunction: resistance during thumb advancer stroke, loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the thumb advancer stroke (sheath splitting) resistance was felt and when additional pressure was applied, the device pulled out of the artery with the locator wings open. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. (Loss of vessel access).